Manufacturer narrative:
The device was returned and evaluated for the complaint of cover lock jammed alarm will not clear. When the device was evaluated on (B)(4) 2013 fluid ingress was found. Electronic components were damaged and replaced due to the ingress. The components replaced were: the controller board, centrifuge, ac line filter, power supply, top deck distribution board and driver board. Haemonetics (B)(4).

Event description:
A customer contact haemonetics on (B)(4) 2013 to report an orthopat device with the description of "cover-lock jammed alarm will not clear." No pt/operator injury reported.